Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 31-aug-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the drawer won't open. A technical support specialist (tss) remoted in and observed the client attempting to issue morphine for patient. An error indicated the issue quantity exceeded 0.5, suggesting an incorrect order quantity on the patient profile. The tss was contacted, and customer stated user did not have access to update the profile in mql and advised the nurse to call back in the morning to speak with an administrator. The client was later informed that the pharmacy had resolved the issue. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medbank tower, the drawer failed to open, and the user attempted to issue morphine for patient and an error message indicated that she could not issue more than a quantity of 0.5, suggesting that the medication order on the patient¿s profile had an incorrect quantity. The customer reported that the issue occurred when the user was trying to issue medications to a patient. There were no delay, no adverse events or injuries reported based on this event.